Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported deployment issue and difficulty removing was unable to be confirmed as the stent had already been deployed. The tip separation was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. It should be noted that the supera instruction for use the recommended pre-dilatation diameter for a 6.0 mm stent is to use a balloon diameter greater than 6.0 mm. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant additional information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal superficial femoral artery. A 5.0 balloon was used to pre-dilate the 5.8 - 6.0 lesion at rated burst pressure. A 6.0 x 60 mm supera peripheral stent system was advanced to the lesion and it was confirmed under fluoro that the stent emerged from the sheath and was fully released with no waist noted to the deployed stent or proximal end of the lesion. It cannot be confirmed if the thumbslide fully retracted to the start position and both the system and deployment levers locked prior to removal, but was reported that the tip broke off in the patient. The separated segment was withdrawn to the exchange sheath and everything was pulled out from the anatomy together. The stent was pulled slightly proximal however it was deemed to be in a safe location. There was no resistance during advancement to the lesion, however there was reported resistance noted during withdrawal. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.